Event description:
Customer reported his sensor readings are inaccurate. It has happened only twice, while customer was sleeping. Once, his insulin pump went into threshold suspend because his sensor reading was 49 mg/dl, but customer's actual blood glucose was 120 mg/dl. Customer practices proper sensor and calibration methods. He was advised to upload to carelink to better see the problem. Customer also mentioned the tape does not stick very well when he sweats. He was advised to use overtape and monitor the problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.